Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed one other similar product complaint(s) from this serial number.

Event description:
Per tm - image has bright spots along the top of the screen.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of image has bright spots along the top of the screen is confirmed. The ultrasound image has a dark vertical streak on the right side of the image, but no 'bright spots along the top of the screen.' The root cause of the reported issue is a probe failure. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested and returned to the customer. A history review of serial number (B)(4) showed one other similar product complaint(s) from this serial number.

Event description:
Per tm - image has bright spots along the top of the screen.